Event description:
Fluro is not possible. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of this investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the event occurred during planned treatment. The procedure was able to be completed after deleting older patient data. A philips service engineer inspected the system onsite and analyzed the log file. Analysis determined that there was an intermittent issue with the image disk of the image processing pc. The service engineer replaced the image disks, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid and evaluation method code grid were corrected.